Event description:
A report was received that the patient was experiencing pain at the ipg pocket site. The patient underwent a revision procedure wherein the ipg was repositioned and the patient was doing well postoperatively.